Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacturer date is not known. Device history and sterile lot records were unable to be reviewed as product identification numbers were not provided by the complainant. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation (exact date unk). The pt experienced "pelvic pain" after the procedure. The physician "noted a pelvic abscess which was drained and the pt was sent home". On (B)(6) 2014, it was further reported the pt "had pelvic pain and was admitted to the emergency room (ER). No bowel injury noted, but she did have a pelvic abscess that was drained and treated with antibiotics". The physician did not suspect any perforations. The pt did well and was discharged. We have been unable to obtain additional info surrounding this even.